Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered evidence of leaks down the front of the complete blood count (cbc), blood sampling valve (bsv), and pump modules due to cut normally open yellow stripe tubing at pinch valve pv66 and pv4. The fse replaced both cut tubing at pinch valves pv66 and pv4 to resolve the leak. The fse also lubricated the rocker bed as preventative maintenance. In conclusion, failure mode of the event is attributed to cut tubing at pinch valves pv66 and pv4. However, the cut tubing at pv4 is not likely to generate erroneous results as the low vacuum sensor will be triggered as a mitigation. (B)(4).

Event description:
The customer reported observing dried reagent in the front door of the lh 500 hematology analyzer. The customer did not observe an active leak and stated that the instrument is operational at the time of the event. The volume of fluid which leaked is unknown as only dried evidence of a leak was discovered. The customer stated that patient results were not impacted and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported.